Event description:
The pump was returned to animas. During evaluation, the force sensor assembly was found to be damaged. This report is made based on the results of evaluation.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: during evaluation the force sensor assembly was found to be physically damaged. (B)(6).